Event description:
This report was received from baxter (B)(4). The customer reported a crack on the minicap. The patient developed peritonitis. No further information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The patient was cured on (B)(6) 2011. The sample was evaluated by the quality engineer. The reported problem was confirmed. A crack was found on the minicap. A leak test was performed which revealed leakage in the cracked minicap. A batch review was performed for the associated lot number gm1102010 and no exceptions were found in the manufacturing process that could be associated to the reported issue. The investigation confirmed that this defect was caused by the minicap supplier during the manufacturing process. A quality alert notification was sent to the supplier.